Event description:
Information was received indicating that during pre-test, a smiths medical cadd cassette reservoir leaked nacl during preparation of cassette for chemotherapy. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation- a device was returned for evaluation; however this device could not be decontaminated to allow for any testing. The user facility provided a device photograph; the examination of the photograph did not confirm the reported condition (leak). The cause of the issue could not be confirmed.